Event description:
After nearly two years of implantation, the device involved in the MDR report was explanted and returned because failure to interrogate and inappropriate pacing behavior were observed.

Event description:
After nearly two years of implantation, the device involved was explanted and returned because failure to interrogate and inappropriate pacing behavior were observed.